Event description:
A jetstream g2 nxt device was used to treat a thrombus laden chronic total occlusion (cto) with 6 month old stents located in the sfa. Two passes were made using minimum diameter mode and an image was taken which showed vast improvement. One pass was made using maximum diameter mode, proximal and distal to the stents and an image was taken which showed the flow was not as brisk as the previous image. The g2 nxt was then removed off the guidewire and the segment was ballooned. Another image was taken which showed possible thrombus down in the tibial peroneal trunk (tpt). Physician tried to re-load the g2 nxt back onto the guidewire, but could not get the wire to pass more than 3 or 4 cm. Decision was made to open a new device and continue the procedure without further delay. The second device had no problems loading on to the guidewire, and the case was finished successfully. Good final outcome.

Manufacturer narrative:
There was no indication, based on the physical eval of the returned device and the case report, that the device failed to perform as intended (causing a malfunction) leading to the distal thrombus /emboli. Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g2 nxt system and are listed as a potential adverse event in the IFU. In-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g2 nxt system has not been established in this group of pts) in the IFU.